Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of inappropriate mode switches due to noise was observed on the atrial channel. The noise was reproducible by hands exercises. The electrical parameters were stable. The lead was capped and replaced on (B)(6) 2016 with no complications. The patient was in stable condition post-procedure.